Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported device exhibited post-paced t wave oversensing. Patient condition was good.